Event description:
Healthcare professional reported injecting a patient in the lips with juvéderm® volbella¿ xc. Eight months later, the patient was seen for botox® treatment and had ¿two little nodules¿ on the tip lip middle by the mucosal border. The healthcare professional wanted to dissolve but waited per the patient¿s request. Three months later, the nodules were bigger and the patient experienced non-device related ¿really bad allergies,¿ so the product was dissolved. Event status was unknown.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.